Manufacturer narrative:
Evaluation summary: this complaint was not confirmed in the lab. There were, however, some visual defects noted with the patient adapter. The outside of the patient adapter showed marks consistent with a tool (forceps or adapter clamp) used during connection/disconnection/clamping to the titanium adapter. During the evaluation. No conncection difficulties were noted. The set appeared to connect properly and did not leak when pressure tested. Renal product surveillance and quality engineering, along with plant personnel, will continue to monitor this product line for trends.

Event description:
Baxter reported, "a ti-adapter was separated from the patient's adapter." The date of how long the transfer set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.